Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient's ins hasn't worked for 3 years, starting in 2014. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Based on additional information received fdd code (B)(4) has been replaced with (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the consumer reporting that the device stopped and the patient was no longer experiencing symptoms. The caller clarified that they would check the patient's device periodically and found that the device had depleted normally and since the patient was no longer experiencing symptoms, the device was not replaced. No further patient complications have been reported as a result of this event.